Event description:
Device issue: stent movement. Time of device issue: during deployment. Adverse event: none. It was reported that during a stenting procedure in the heavily calcified and tortuous iliac artery, using an ipsilateral approach, during deployment, the absolute lock was difficult to push down. Once unlocked, it was difficult to rotate the thumbwheel and force was used. The stent suddenly deployed, but was not "exactly" within the target lesion. There was no intervention of adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the patient. The stent delivery system was not returned for evaluation. Both the difficult unlocking of the thumbwheel lock and the difficult rotation of the thumbwheel can be affected by numerous factors including, but not limited to, handle rack assembly, shaft damage, or patient anatomical morphology. The procedure was in a heavily calcified and tortuous iliac artery which may have contributed to the difficulty to both unlock the thumbwheel lock and rotate the thumbwheel by restricting the retraction of the distal sheath. Factors that can contribute to inaccurate stent deployment includes, but are not limited to, the outer jacket separation from handle, slack in the shaft, tortuous anatomy, damaged shaft, or outer jacket not located inside the introducer sheath. The instructions for use (IFU) states "ensure that any slack in the delivery system inside the body is removed by advancing past the stricture and pulling back." The IFU also states "ensure that the outer jacket is inside the introducer sheath or guiding catheter" and "should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location." It is possible that not following the IFU (using the sess after observing difficult rotation of the thumbwheel requiring force to rotate) contributed to the inaccurate deployment, but no conclusive cause was identified. The incident may be related to the case circumstances and not a product quality deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned to abbott vascular for analysis and both the part number and lot number were not reported. During production, all sess handles are 100% checked for the movement of both the lock (from the locked position to the unlocked position and back) and the rotation of the thumbwheel. Production 100% visually inspects the outer jacket attachment to the handle and 100% visually inspects for shaft damage.